Event description:
It was reported that during a lead revision procedure due to increased capture threshold, x-ray revealed lead dislodgement. The lead appeared to be stretched. The lead was explanted and replaced without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.